Event description:
The company was informed that the pt was experiencing intermittencies and loss of lock. External equipment was exchanged and programming adjustments were made; however this did not resolve the issue. Revision surgery has been scheduled.